Event description:
Pump alarm indicated change c batteries; pump not receiving power from wall outlet. Bag was changed at 1500; rate for epidural analgesic set at 5 cc/hour plus boluses. When removed bag from pump, 200 cc remained.